Manufacturer narrative:
(B)(4). Date sent: 01/02/2020.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably converted to a fundoplication as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 22560 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that post implant of an lxmc16 the patient experienced continued gerd. The device was explanted on (B)(6) 2019 and converted to a fundoplication with no consequences reported.